Event description:
A trauma patient was placed in a miami j select collar. The patient was experiencing swelling due to injury and surgeries. The increase in swelling added pressure to bony prominences. Despite adjusting the collar to the lowest possible setting, the patient developed an unstageable pressure injury on her chin.

Manufacturer narrative:
Initial reporter submitted report (B)(4). The patient was in a trauma that required surgery and was then placed into a miami j select. She developed an unstageable pressure ulcer under the chin, but was also experiencing swelling. It was likely that the injury occurred due to use error of not fitting the patient and following skin care protocols as outlined in the IFU, as well as the swelling exhibited by the patient. The likelihood of this type of failure leading to a hazardous event resulting in a serious or catastrophic injury is considered remote. No further action is warranted at this time.